Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system had software problem. The customer also reported that after the start-up of the system, the operator controls were working but the led link of the isb was not blinking. The customer found software problem and issue with live/ref monitor which was not displaying anything. No further information regarding the issue has been provided. No service has been performed by philips as the quotation was cancelled since there was no reply by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave an error indicating there was a software problem, preventing boot up. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.